Manufacturer narrative:
One device was returned for review. The device was found to have a damaged pincer, confirming the complaint. The most likely cause of the damage is that the needle hit hard or calcified tissue during the procedure resulting in the damage to the pincer. Device IFU cautions "verify integrity of needle before cocking instrument and after firing(s). If needle is damaged, appropriately discard the entire device and prepare a new instrument." It was not stated if a co-axial introducer was utilized as the IFU instructs. The IFU also states, "if used without co-axial guidance, incisional dermatology is recommended prior to activating the biopince device through the skin." Since the cause of the incident may be due to an event within the user environment, no corrective action will be taken at this time.

Event description:
Application/procedure: biopsy soft tissue / breast. Process/product group: biopince decrease breast biopsy. Complaint: first biopsy went fine, then the device took no more biopsies and something seems to protrude / extend from the needle opening. Additional comments doctor: in the past the hospital had many complaints with the biopince, now it concerns the ultra type. (New type).